Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2554, awareness date 02-nov-2015) which refers to a adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted in 2010. The consumer reported she has two children and was born with kidney disease. She stated she was not informed of the materials in essure; the device was placed under general anesthesia and when she woke up her doctor told her he was not sure where the left on was. She has had 15 ER hospital visits and was 2 times admitted. She stated that at time of the report, she was in the hospital (day 5). She reported essure has caused numerous urinary tract infections, which had drastically changed her kidney function; she was at 39 ckd when she was admitted to the hospital. She bled for 19 days straight before this hospital admittance. Her rbc (red blood count) was very low and her doctor said it was causing her to be anemic. At time of the report, she was fighting against pneumonia, and could not breathe. She was awaiting a flat x-ray to check her bowels because her doctor has never seen an e-belly, her stomach was so big on her small frame she looked 7 months pregnant and her belly button was popping out, and it hurts very much. Its pressure was unbearable and was making her nauseous. She was taking zofran and alternating with a second anti- nausea medicine. She reported that after 5 years, she had tumors on thyroid, neurological problems and constant pain. The pain was like someone inside her abdominal cavity cutting her with a dull knife so dull that her body goes into shock which each stabbing, it was sharp and at times doubles over vomiting just from the pain. She stated because of the pain she could not have sex; it was like a sawing feeling inside and bleeding did happen as well. She almost felt like his penis is pushing into the devices coils and ripping her apart. She stated having rashes, bloating, pain, migraines, autoimmune disease, neurological problems, back pain, abdominal pain, neuropathy, weight gain, pain with sex, e-belly, vaginal bleeding for 19 days, frequent uti, 11 ER visits, 6 hospital stays, admitted twice, swelling, stabbing pain, sharp pain, butterflies in low abdominal area like a baby moving, nerve damage, fatigue, foggy brain, confusion, dizziness, loss of control of motions, loss of quality family time, and even having to consider a hysterectomy to safely remove essure at only (B)(6). Product technical complaint (ptc) investigation and assessment were received: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Correction (02-nov-2015) following company internal review: company causality comment updated. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and bled for 19 days straight before this hospital admittance. She will undergo a hysterectomy in order to remove essure. This event, interpreted as genital bleeding, is serious due to hospitalization and listed in the reference safety information for essure. In this case, considering its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention will be required. Additionally, other serious events (unlisted and unrelated) and several non-serious events were reported. According to product technical complaint, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.